Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned articular surface exhibited gouges, damage and wear above the locking bar insertion slot with an additional deep gouge and cut at the distal condyle. The returned locking bar exhibited signs of attempted assembly in the form of nicks, gouges and being bent. The locking tab was also found to be fractured off from the body of the implant. Further analysis of the locking bar determined the fracture was consistent with reverse bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the locking bar would not seat into the tibial insert. A different locking bar and tibial insert were used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10 medical devices: vanguard ps tib brg 14x79/83mm catalog#: 183664 lot#: 728640. Biomet cc cruciate tray 79mm catalog#: 141235 lot#: j7422102. G2 foreign source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.